Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During an esophageal stenosis dilation, the physician used a cook eclipse ttc wire guided balloon dilator. It was reported [that the] user detected the balloon leaking issue during procedure. The customer mentioned the balloon was used in a catheter during the procedure; no endoscope was used in the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box/pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the two devices identified the balloon components were ruptured. There was a red/brown dried substance on both of the balloons. Device number one had two kinks at 86.4cm and 127.6cm distal from handle. No other damage was found on the devices. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the most likely cause of the balloon rupture is improper device usage. The user indicated "the balloon was used in a catheter during an intervention procedure, no endoscope was used in the procedure". In addition, the information received indicates that lubrication and negative pressure were not applied to the balloon prior to use. The IFU states: "aspirate all residual air from the balloon" "apply a water-soluble lubricant to the balloon to allow easier passage through the accessory channel. Maintain negative pressure on the balloon dilator during introduction." Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that no endoscope was used in the procedure and lubrication and negative pressure were not applied to the balloon prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.